Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.